Event description:
Harmonic scalpel giving us problems - kept faulting to error code 5 instrument. We tried taking it apart and putting the handpiece back together, cleaning the tips often,and tightening the handpiece again with the wrench. The circulator could not leave the machine because she had to keep hitting standby to make it work. The representative was called and he could not fix it on the phone. The representative was on his way in, but it would be a hour before he could get to the hospital. Since the doctor was in the middle of the actual resection, he elected to get another type of device to finish the resection. Biomed was paged to look at the equipment.